Manufacturer narrative:
The complaint of lack of sterility. Pacemaker was received. Electrical, mechanical, and longevity analysis was normal with no anomalies found. The cause of infection could not be traced to the device. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in clinic with an erosion and pacemaker exposed with yellow puss. The physician not allege abbott devices or any procedure involving the abbott devices, caused, or contributed to the infection. On (B)(6) 2022, the physician explanted the pacemaker, right ventricular (rv) lead, and atrial lead. The patient was recovering after the procedure.